Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture with pain. The device remains implanted.

Event description:
Patient reported left side rupture with pain. Healthcare professional later reported "rupture" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, g2, h6.